Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was replaced on (B)(6) 2020 and was being returned for analysis. The date of the motor stall was (B)(6) 2020. The drugs in the pump were morphine 16 mg/ml and bupivacaine 20 mg/ml. It was noted there was no word yet from the physician as to whether symptoms had been resolved. The cause of the motor stall was not yet determined, and the patient¿s weight was provided.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. Analysis of the implantable catheters (s/n (B)(6)) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) and a consumer regarding a patient receiving morphine with an unknown concentration for a total dose of 4.004 mg/day and bupivacaine with an unknown concentration for a total dose of 5.005 mg/day via an implantable pump. It was reported the patient had reported a code for a motor stall on their personal therapy manager (ptm). It was noted the patient woke up this morning ((B)(6) 2020) and went to get a bolus and saw error code 8476 on ptm. It was explained the pump was stalled. It was noted the patient called the hcp office and they called manufacturer to see if there was anything they could do over the phone. It was noted that nothing could be done over the phone and that the pump would need to restart on its own. It was explained the hcp could silence the alarm. It was confirmed that the patient did not have a magnetic resonance imaging (MRI), but the patient did have a computed tomography (CT) scan. It was unknown when the patient had the CT scan. It was explained that the CT scan would not interfere with their pump. The hcp inquired if the pump was involved in any field actions that might result in a motor stall. It was reviewed the pump was not included in a field action for foreign particle. It was reviewed they may need to consider pump replacement. It was noted the patient was shaky and experienced pain. The patient was to follow up with the hcp to discuss next steps regarding the pump motor stall. The event date was (B)(6) 2020. Additional information received indicated the pump was being replaced on (B)(6) 2020 and more information would be obtained then. No further complications were reported/anticipated.